Manufacturer narrative:
(B) (4). Eval: no product was returned to assist in this investigation. Unfortunately, without the actual device, it is not possible to determine why the hub separated. A review of our inspection procedure revealed the security of the hub is verified 100% prior to further processing.

Event description:
While physician was attaching the inserted paracentesis catheter to the drainage collection tubing, the hub of the catheter completely detached and the catheter remained in the pt's abdomen. The physician was able to completely remove the catheter with a hemostat. A new catheter was inserted in the same place with the use of an exchange guidewire. The paracentesis was completed without incident. The pt discharged as planned.